Event description:
It was reported that the customer was unable to hear the pulse tones. During troubleshooting, the unit was power cycled after which the unit beeped 3 times in a repeating cycle. Information was later made available to masimo that there was audible alarm on this device. No patient incident was reported.

Manufacturer narrative:
The device has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.